Event description:
It was reported that the subject home monitor and the wirex unit failed to connect despite the normal signal requirements.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190318 - file-2018-03155 - analysis_and_closure_report_resp-2019-00387 .pdf].

Event description:
It was reported that the subject home monitor and the wirex units failed to connect despite the normal signal requirements.